Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p6a0966). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve, the procedure was completed without complications and there were no visible alterations to the staple line. The following day, the patient reported signs and symptoms of internal bleeding, and imaging studies revealed bleeding related to the staple line at the second to third staple shot. The patient was admitted to the intensive care unit and experienced an extended hospitalization of one day. The patient then underwent an additional laparoscopic surgery that extended surgical time by 1 hour and 45 minutes, during which hemoperitoneum was identified and the area was irrigated. A blood transfusion was administered. The staple line was reinforced with titanium clips, and suturing was performed as staple line reinforcement. A blue test was performed and was negative.